Event description:
It was reported by the customer that on (B)(6) 2010 there was a bright flash and the fiber exploded at 5,861 joules. No patient injury was reported. The device was not returned for evaluation.